Event description:
It was reported during the procedure, one side of the jaws of the laparoscopic prestige grasper broke off inside the patient's abdomen during a laparoscopic appendectomy/cholecystectomy. No additional patient injury or complications were reported.

Manufacturer narrative:
The device reported in this MDR is a product of aesculap, and as such should have been reported by them. This event would be considered not reportable for smith & nephew as the agreement states; ¿in accordance with the agreement between aesculap and smith & nephew, aesculap is responsible for submitting medical device report (MDR) to the FDA (or any other similar agency or governmental unit which has jurisdiction with the countries in which the affected products are sold) in accordance with regulation 21 cfr 803.¿

Manufacturer narrative:
One 8360-10, 5mmx36cm atraumatic dual action grasper device returned. The complaint allegation was for broken/detached jaws during an appendectomy/cholecystectomy procedure. Pieces were successfully retrieved per the surgeon. The device has indications of repair by an unauthorized third party vs, smith & nephew service. The original kynar outer tube coating has been replaced with shrink tubing. There is evidence of bead blast masking over etched areas. The locking handle fulcrum has been soldered. This is not a s&n service method. The jaw lug on one side of the dual action jaw has been damaged indicating excess force was placed upon the jaw lug track.